Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted proximal stent damage. One strut at the proximal edge was raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery(lad). Pre-dilation was performed using an unspecified balloon catheter. An attempt was made to advance the 2.75x38mm promus element long stent delivery system (sds) however, the device could not cross the lesion. An additional wire was inserted and the same sds was inserted again, however could still not cross the lesion. The device was removed and exchanged with a different device and the procedure was completed. No patient complications were reported and the patient' status was stable. However, device analysis revealed a proximal stent damage.